Manufacturer narrative:
(B)(4). Date sent: 2/17/2016. (B)(4). The analysis results found that the tcr75 reload was received sterile with the swing tab detached and the cartridge forks damaged making the reload nonfunctional. In addition the package was noted to have a hole about were the swing tab is located, it is possible that the damaged was due to an improper handling of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that the swing tab was loosen into the primary package. It is unknown if this was before or during a procedure. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.